Event description:
I use a true metrix blood glucose meter obtained through walmart pharmacy in (B)(6). I experienced e-5 error codes while using the device. I later received and urgent medical device correction notice stating that e-5 errors may be associated with dangerously high glucose readings or test strip issues, creating potential for inaccurate interpretation of blood glucose results. Walmart pharmacy confirmed the meter is part of the affected recall/correction and agreed to replace the device. I am reporting this product quality concern because I actively used the device and experienced the reported error. No known physical injury occurred, but I relied on this devise for glucose monitoring and experienced the reported error condition and have not been able to use it putting me at risk.